Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based on the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Esophageal dilatation and reflux (regurgitation), as well as "night coughs" are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation." Device labeling addresses the possible outcome of the reflux (regurgitation) as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported the removal and replacement of a lap-band port. A "swallow study" was performed. No further info has been provided as to why it was removed and replaced at this time. F/u findings: during the "swallow study," the surgeon found that the "esophagus was dilated, enlarged." The surgeon took fluid out and the pt was given reglan and antibiotics. When observed, "everything looked fine with the band" itself. After the port replacement procedure, the esophagus dilatation "went down and has resolved." F/u findings: the surgeon believed the "band irritated" the stomach and esophagus at first and the tissue needed to have time to adjust. The pt was experiencing "reflux" and "night cough" and the surgeon believed this could have caused the enlargement. Fluid was removed from the band after the swallow study was performed. It is unk at this time why the surgeon removed the port.